Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements up to 153 ohms. It was noted that this was a gradual rise. Subsequently, defibrillation threshold (dft) testing was performed with non-conversion at 35j and 41j. 41j eventually converted. A code 1005, indicating an open circuit condition, was found. During scheduled generator change out procedure this lead was explanted and replaced with a new rv lead. It was discovered that this lead was fractured. As of today, this product has not been received by boston scientific for further investigation. No additional adverse patient effects were reported.